Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluation for this serial number ((B)(4) is: inconclusive, no sample returned for evaluation. (Reference: MDR number (B)(4).

Event description:
Per tm- unit is having issues with rain/snow showing up on the bottom of the screen. Verified this happens whether they have the probe plugged in or not.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluation for this serial number ((B)(4) is: inconclusive, no sample returned for evaluation. (Reference: MDR number 3006260740-2021-05324)

Event description:
Per tm- unit is having issues with rain/snow showing up on the bottom of the screen. Verified this happens whether they have the probe plugged in or not.

Event description:
Per tm- unit is having issues with rain/snow showing up on the bottom of the screen. Verified this happens whether they have the probe plugged in or not.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality was unconfirmed. The rain like image is unconfirmed due to the customer's probe was not sent in with this work order. The scanner does not display image without a probe. The rain like image is a sign of a bad probe. H3 other text : evaluation findings are in section h.11.